Event description:
It was reported that after the revision surgery on left knee, patient is experiencing severe pain and swelling.

Manufacturer narrative:
The following other devices were added to this report: tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# unknown; tri ts femur sz4 left; cat# 5512-f-401; lot# unknown; tri ts baseplate size 4; cat# 5521-b-400; lot# unknown; med howmedica bone plug 1pk; cat# 6215-5-011; lot# unknown; triathlon femoral distal augment 10mm - size 4 left; cat# 5541-a-401; lot# unknown; osteonics univ. Distal spacer; cat# 1067-0016; lot# unknown; kmax stem extnr(s,m,l,xl),80mm; cat# 64768260; lot# unknown; tri post augment sz4 5mm; cat# 5543-a-400; lot# unknown. Clincian review of the provided information determined there is no evidence instability was product related. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that after the revision surgery on left knee, patient is experiencing severe pain and swelling.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.